Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm downstream occlusion during patient infusion. Nitroglycerin (ntg) infusion was initiated for blood pressure control in a cvicu (cardiovascular intensive care unit) patient. The pump was programmed to deliver 200 mcg/hr (60 ml/hr) from a 250 ml glass bottle using appropriate vented tubing. The infusion continued overnight with stable blood pressure and no titration required. The following day, while changing the empty ntg bottle, the covering nurse observed that the regulating clamp below the pump was approximately three-quarters closed. No downstream occlusion (dso) alarm had activated. The clamp was fully opened, and no change in the patient¿s blood pressure was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.